Event description:
It was reported that the patient alleges that the infusion device was not delivering insulin correctly. The patient experienced an elevated blood glucose level of 549 mg/dl. He changed the infusion set on his infusion device. He primed the new infusion set multiple times and did not see insulin flow from the end of the tubing. The patient switched the accessories to his backup infusion device and he was able to see insulin flow from the end of the infusion tubing. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.